Event description:
It was reported that during left ventricular (lv) lead implant, after the lead was placed, it dislodged during catheter removal. Repeat attempts to place the lead were unsuccessful. After the third attempt to place the lead, a new target vessel was selected and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.